Event description:
The patient contacted animas on (B)(6) 2012, stating that the down arrow keypad button was delayed in response. The patient noted that the ok keypad button had a hole and alleged that the tactile issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad response issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was torn on the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up, down and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was evidence of keypad contamination found under the key contacts.